Event description:
Customer reported via phone, the insulin pump alarmed compromised force sensor system. Call was transferred for further troubleshooting. Customer reported the alarm occurred during the middle of a set change. Customer didn't recall his blood glucose level but it was 309 mg/dl in the morning, treated with syringes and now he was 198 mg/dl. Customer hasn't been on the device since the alarm continues to reoccur. Customer reported he was a mechanic and doesn't recall hitting the device into anything hard. The drive support was sticking out and he keeps the device in a case and doesn't recall touching the cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.